Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('gen abnormal bleeding.') And vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast and ovarian cyst. Concurrent conditions included lightheadedness, breast mass, obesity, uterine bleeding, premenopause, uterine dilation and curettage and menses irregular. Concomitant products included alprazolam since (B)(6)2016, lisinopril since (B)(6)2006 and metoprolol since (B)(6)2016. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful intercourse)"). On (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. In (B)(6)2010, the patient experienced anxiety ("psychological or psychiatric condition: anxiety"). In (B)(6)2014, the patient experienced loss of libido ("other injury(ies) or complication please describe loss of libido"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) /salpingectomy (bilateral removal of fallopian tubes), / oophorectomy (one side). Essure was removed on (B)(6)2017. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the anxiety outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, genital haemorrhage, loss of libido, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6)2008 discrepancy in essure removal dates : (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Pathology test - on (B)(6)2017: diagnosis: uterus: residual proliferative phase endometrium, adenomyosis and leiomyoma right ovary: mucinous adenoma hemorrhagic corpus luteum cyst and cystic follicles. Bilateral fallopian tube. Gross description: upon sectioning a metal coil is identified in the lumen of the tube. The lining of the cyst s purple tan and smooth. The ovarian parenchyma is remarkable for some additional hemorrhagic cysts that measure up to 1.5 cm in greatest dimension. Multiple hemorrhagic corpora lutea are identified. Upon sectioning, a lumen is identified and contains a metallic coil object. No left ovary is identified within the container.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, decreased libido, anxiety, vaginal haemorrhage, menorrhagia, most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received : following event was added : gen abnormal bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibrocystic breast and ovarian cyst. Concurrent conditions included lightheadedness, breast mass, obesity, uterine bleeding, premenopause, uterine dilation and curettage and menses irregular. Concomitant products included alprazolam since (B)(6) 2016, lisinopril since (B)(6) 2006 and metoprolol since (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful intercourse)"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric condition: anxiety"). In (B)(6) 2014, the patient experienced loss of libido ("other injury(ies) or complication please describe loss of libido"). The patient was treated with surgery (hysterectomy (full) /salpingectomy (bilateral removal of fallopian tubes), / oophorectomy (one side). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, loss of libido, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Pathology test on (B)(6) 2017: diagnosis: uterus: residual proliferative phase endometrium, adenomyosis and leiomyoma right ovary: mucinous adenoma hemorrhagic corpus luteum cyst and cystic follicles. Bilateral fallopian tube. Gross description: upon sectioning a metal coil is identified in the lumen of the tube. The lining of the cyst s purple tan and smooth. The ovarian parenchyma is remarkable for some additional hemorrhagic cysts that measure up to 1.5 cm in greatest dimension. Multiple hemorrhagic corpora lutea are identified. Upon sectioning, a lumen is identified and contains a metallic coil object. No left ovary is identified within the container. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, decreased libido, anxiety, vaginal haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 29-jul-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Essure stop date updated. Other relevant history and lab data updated. Events: abnormal bleeding vaginal, menorrhagia, psychological or psychiatric condition: anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), other injury(ies) or complication please describe: loss of libido were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.